Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The investigation is complete. The event log was erased due to numerous software errors occurring, thus verifying the reported issue, even though specific system errors could not be determined. The eproms required reprogramming to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned, and sample analysis was completed. No abnormalities were identified during visual inspections on the device. Upon switching on the device, numerous software errors were detected. The eproms were determined to be malfunctioning and were erased. Because of the erased eproms, the event history log was unable to be downloaded and reviewed. Upon completion of the evaluation or if additional relevant information is obtained, a supplemental report will be submitted.